Manufacturer narrative:
The reported 9.0mm x 2.0mm stem was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 9.0mm x 2.0mm stem (part number tr-s0902-s) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
An "arh solutions 2 head 20mm, left" failure was reported by duke raleigh hospital for a post operative loose implant. The index surgery was performed on (B)(6) 2023. Requests for additional information have been made. If/when additional information is received a follow-up MDR will be submitted. No other adverse patient consequences were reported. This report is related to report number 3025141-2025-00088 for the "arh solutions 2 head 20mm, left" involved in this event.

Event description:
A loose implant, related to a procedure that took place on (B)(6) 2023 at (B)(6) hospital reported. However, it is unclear which of two devices were implanted, a 9.0mm x 2.0mm stem or a 9.0mm x 0.0mm stem. This report is related to report number 3025141-2025-00088.

Manufacturer narrative:
The reported device was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the part number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.